Event description:
Device 2 of 3; reference MFR. Report#: 1627487-2019-05465, reference MFR. Report#: 3006705815-2019-01716. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the system was explanted.